Manufacturer narrative:
Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. (1,2,3,4,5) in addition, failure to osseointegrate is included in the xp1 system labeling as a known complication. There are various factors that contribute to the risk of implant failure. (5) these include patient factors such as prior oral infection, poor bone quality or quantity, systemic conditions such as diabetes, uncontrolled hypertension, etc. Patient habits such as tobacco use, alcohol or drug abuse, poor oral hygiene, and bruxism may also lead to implant failure. In addition, improper surgical technique can lead to implant failure and/or loss of supporting bone. The device history record for this lot of implants was reviewed and process and sterilization parameters were found to be specified. In conclusion, the lack of osseointegration of this keystone dental implant is due to patient factors, and is a well-documented and inherent risk of dental implants.

Event description:
In 2008, the male patient had successful implantation of the xp1 single system dental implant at site #19. On four months later, during the attempted restoration, the patient reported severe pain. Upon examination, it was noted that the implant had failed to osseointegrate. The implant was removed.